Event description:
It was reported that, "the pt came to surgeon about 2 months ago with hip pain. An x-ray revealed a loose cup that had shifted vertically. During surgery it was noted there was no ingrowth of bone."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.